Manufacturer narrative:
The returned i60 stapler was found to have a bent outer tube. This damaged condition, however, did not prevent the device from functioning according to specifications during the evaluation. The alleged malfunction could not be duplicated. The root cause of the bent tube could not be determined.

Event description:
In a wedge resection procedure, after an i60 stapler had been clamped on tissue, the device could not be fired, nor could the jaws be opened. The open/close and fire buttons were unresponsive. The device was excised from the patient and the procedure was completed by means of another device.